Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was not confirmed via failure investigation. ¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, preventing the user from waking or unlocking the device; the issue began suddenly after normal use earlier in the day, persisted despite removing the case, and the user could not test with a charger, leading to a transition to back-up insulin therapy and shipment of a replacement device. Symptoms included hyperglycemia with blood glucose over 400 mg/dl for about two hours without ketone testing or medical intervention. Outcomes included interruption of automated insulin delivery and the need for subcutaneous insulin via pen as back-up therapy. Investigation included product support triage, user education on shutdown and data sync, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. The ilet cap touch (sleep/wake) button was found to be responsive to touch inputs.